Event description:
The customer reported via phone call that customer had low blood glucose. Blood glucose at the time of event was 40 mg/dl. Customer was feeling low as customer had 20 mg/dl. It was unknown that customer use auto mode feature was active at the time of incident. No further patient complications were reported. Troubleshooting was declined and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.